Event description:
The customer states that one pt sample generated an initial architect c8000 potassium assay result of greater than 10.0 mmol/l. The sample retested at 4.52 mmol/l on this c8000 analyzer and at 4.35 mmol/l on a different instrument. A service call was initiated.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.